Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be damaged with the keypad being torn between the ok keypad button and the down arrow keypad button. The keypad cover is peeling off the length of the keypad, exposing all the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Testing revealed the up arrow keypad button is intermittently unresponsive requiring multiple presses with excessive force to evoke a response. The remainder of the keypad buttons respond appropriately when pressed; however, they do not have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all the buttons.